Manufacturer narrative:
Samples received: (B)(4) open pouch. There are no previous complaints of this batch code. A total of (B)(4) units of this product were manufactured and distributed, there are no units in stock. Received an open and used sample with the needle detached from the thread. Without any closed samples an analysis cannot be performed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detached.